Manufacturer narrative:
H3, h6): the manufacturing representative (rep) went to site to test the imaging system and found that door did not move, initially received bad replacement gantry controller, assumed door winch motor was bad and installed new one, resolved problem with second replacement gantry controller. Completed system checkout, system functions normally. System is operational. The component was returned to the manufacturer for analysis. Analysis found that confirmed reported complaint, "unable to close." Test door winch assembly with motion cart, the motor failed to rotate forward or backwards. Faulty assembly. The component was returned to the manufacturer for analysis. Analysis found that confirm reported complaint, "unable to close." Installed motion control box in system. The system booted and readied and passed motion calibration. When actuated the gantry door failed to open. Faulty control box. The component was returned to the manufacturer for analysis. Analysis found that confirm reported complaint, "unable to close." Installed motion control box in system. The system booted and readied. Passed motion calibration. The gantry door failed to open. Faulty control box. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000442r, serial/lot #: - (B)(6); product ID: bi71000429, serial/lot #: -(B)(6). Rev. K,; product ID: bi71000442r, serial/lot #: -(B)(6): medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the gantry was unable to close. No patient was present at the time of event.